Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to a neoplastin laboratory method. The meter result was 6.2 inr. The laboratory result was 3.8 inr. The laboratory test was performed within 1 hour of the meter test. The therapeutic range is 3.5 ¿ 4.5 inr

Manufacturer narrative:
No product is expected to be returned related to this case. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."